Manufacturer narrative:
Internal complaint number: (B)(4). A review of the DHR, which includes verification of all steps in the manufacturing of the catheter kit and sub assembly, verification of all final testing performed by/on the catheter kit and sub assembly, verification of sterilization, and packaging for subject catheter kit and sub assembly was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit and sub assembly function.

Event description:
It was confirmed that the patient has recovered. A blood patch was performed but the patient did not lay flat for the time needed and they smoke. Patient was admitted to the hospital for to force them to lie flat and be bedridden long enought to heal. The physician believes the cause of the tear was that during the procedure the catheter was rethreaded and causing the initial hole to not be closed. This cause is assumed and not known to be the actual cause.

Manufacturer narrative:
A review of the DHR, which includes verification of all steps in the manufacturing of the catheter kit and sub assembly, verification of all final testing performed by/on the catheter kit and sub assembly, verification of sterilization, and packaging for subject catheter kit and sub assembly was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit and sub assembly function. (B)(4).

Event description:
It was reported a patient had a tear in their dura mater (at catheter site) causing a csf leak. Patient has had a blood patch and are being hospitalized. Tha patient has experienced spinal headaches.